Event description:
Patient called following day, about an hour before the dose was to be injected, reporting that device beeped and started flashing red light. Patient was instructed to call md office next day to arrange for neulasta sq injection.